Manufacturer narrative:
The investigations did not identify a product problem for 11 of the events. The cause of these events could not be determined. The follow up/corrective actions for one of these 11 events is: field engineering specialist replaced the pinch valve tubing. The follow up/corrective actions for one of these 11 events is: the field engineering specialist performed precision and performance testing with acceptable results. He could not determine a root cause. The follow up/corrective actions for four of these 11 events is: none. The follow up/corrective actions for one of these 11 events is: the field service engineer replaced the pinch valve tubing. The customer's qc was acceptable. There were no further problems. The follow up/corrective actions for one of these 11 events is: the field service engineer (fse) adjusted the sample probe and performed performance and system checks that were acceptable. The follow up/corrective actions for one of these 11 events is: the field service engineer (fse) checked the e 601 for operation and adjustment. The performance, precision, and the customer's calibration and qc were acceptable. The follow up/corrective actions for one of these 11 events is: the field service engineer (fse) cleaned the flow path, replaced the sample probe, and replaced the liquid level detection substrate. The fse ran qc that was acceptable. The were no further issues. The follow up/corrective actions for one of these 11 events is: after the event, daily maintenance was performed. When the field service engineer arrived, no issues were identified. No service action was performed. The customer has had no further issues. The investigation for one event determined that a damaged sample probe nozzle was the root cause of the issue. The follow up/corrective actions for this event were: the field service engineer identified a damaged nozzle assembly and found the sample probe had a chipped teflon tip. The nozzle assembly and sample probe were replaced. Precision testing results were within guidelines. Instrument performance testing was acceptable. The instrument was operating according to specification. The customer has had no further issues. The investigations for two of the 14 events are still ongoing. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial #s: (B)(4).

Event description:
This report summarizes 14 malfunction events. Erroneous non-reproducible results were generated by 14 cobas 6000 e 601 module analyzers. 13 events involved a total of 21 patients with the following: 4 erroneous results for the elecsys tsh assay, 3 erroneous results for the elecsys ft4 ii assay, 1 erroneous result for elecsys ferritin, 1 erroneous result for the elecsys estradiol iii assay, 2 erroneous results for the elecsys hcg + beta test system, 2 erroneous results for the elecsys vitamin b12 immunoassay, one erroneous result for the elecsys hcg test system, one erroneous result for the elecsys pth immunoassay, and 6 erroneous results for elecsys ft3 iii. One event involved an unspecified number of patients with erroneous sample results for the elecsys anti-ccp immunoassay. 9 patients' ages ranged from 23 to 76 years. One patient weighed (B)(6). There were 7 females and 1 male.

Manufacturer narrative:
For one of the pending events, the customer returned the 2 patient samples for investigation. The tsh results higher than the reference range were reproduced in both samples. No assay interfering factors for the tsh were detected. From the information and data provided and the analysis thereof, a general reagent issue most likely can be excluded. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings. The investigation did not identify a product problem. The cause of the event could not be determined. For the other pending event, the investigation did not identify a product problem. The cause of the event could not be determined.